Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2017, the patient stated they mistakenly took expired medication that caused her to go to the emergency room (ER). The patient was admitted to the hospital and stated their sugar level was between 500-600mg/dl. The patient was given a urinary catheter and bladder pad to drop their sugar levels. The patient was discharged after two days. The patient indicated they were wearing the dexcom system at the time of event; however, they were unsure if the device was performing as intended. At the time of contact, the patient was at home and fully recovered. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not determine.